Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. On 11/01, patient's blood glucose was 16.2 and 11.1 mmol/l. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.